Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. Correction d4, h4: please note that the serial number was documented as unknown in the initial medwatch report. The correct serial number ((B)(6)) has been updated n section d4 of this medwatch report. The unique identifier (UDI) has been updated accordingly. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (february 20, 2019) has been updated to reflect the date the device was manufactured. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the power module device had an led warning light indicator error ¿ service, the device would not charge, and there was fluid ingress. It was further determined that the device failed pretest for information button and self-test, charging and checking of power module in charger ubc ii, and check liquid indicator. Therefore, the reported condition that the device stopped working and was showing a ¿red¿ light was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Event description:
It was reported from (B)(6) that after an unspecified surgical procedure it was observed that the power module device stopped working and was showing a red light when used with a handpiece device and chuck with key device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. UDI - lot/serial unknown. (B)(4). Concomitant medical products and therapy dates: handpiece device, chuck with key device ((B)(6) 2021) device manufacture date: the device manufacture date is unavailable the manufacturing location was unknown. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.